Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized five days after the start of the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with an injection meropenem (1 gram, frequency and route not reported) and amikacin (250 milligram, frequency and route not reported). At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.